Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient serial sample result was obtained while using the vitros 5600 system. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There is no evidence to suggest that an instrument or reagent related issue contributed to the event.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient serial sample result (1.13 vs. An expected result < 0.012 ng/ml) from a single patient sample processed on the vitros 5600 system. The affected sample result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Medical action was taken and the patient underwent a cardiac catheterization procedure due to the affected result. The customer repeated the sample due to discordant serial sample results. A corrected report was issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).